Manufacturer narrative:
Updated: b5, d4, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus provided the following result of the culture test, performed at the third-party labs: olympus hmi results 1st sampling: conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: niallia sp. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after service/maintenance. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during maintenance, the gastrointestinal videoscope tested positive for greater than 100 colony forming units (cfus) of an unknown contamination. The lumen and air/water channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.